Event description:
During remote follow-up, it was reported that there was far-field r-wave oversensing on the implantable cardiac device (ICD). Technical support was contacted and made reprogramming recommendations. No intervention has been performed at this time. The patient is stable and will continue to be monitored.